Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was first noticed a week after surgery, (B)(6) 2018. They went to hcp to get incision drained and was on antibiotics. The ins was removed on (B)(6) 2018 and did a colostomy for a year. The patient clarified the statement, "they thought it may have caused them issues ever since" as their body rejected the implant and caused infections through their body. Had to have a colostomy for a year for body to heal and strengthen rectal muscle on their own. They stated it was every day. The issue was resolved but they have had multiple g.I. Surgeries since and now have a permanent ileostomy for the rest of their life and multiple surgery which lead to more back surgeries. They also developed auto immune disease and p.p.r.s. And kidney disease from all of the surgeries and ailments. The patient stated they were permanently disabled as of (B)(6) 2021. They just had 2nd back surgery on (B)(6) 2024. Cleaned out scar tissue and lymphoma from pocket in back where implant was again.

Event description:
Additional information was received from the patient. They reported that after the removal there was a side effect to her body and did not received a surgery after the removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported they had no record of the issues subsequent to the device removal.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that their body rejected the system, and it got infected, so they had it removed 2 months after they got it. They also said they thought it may have caused them issues ever since. Patient declined being transferred to patient services.